Event description:
It was reported that foreign matter was found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: "fm in gel x3 damaged tube x1." 4 occurrences were reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-10. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in the gel with the incident lot was observed. However, the reported issue of damaged tube was not observed. Evaluation of the customer samples was performed and fm in the gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x3. Damaged tube x1." 4 occurrences were reported.